Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found a damaged lower auxiliary link switch. A review of the event history log revealed ¿system error 322¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a damaged lower auxiliary link switch. The lower auxiliary will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.